Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pads were not cooling the patient. As a result, therapy was interrupted in order to utilize a new set of pads. Therapy was resumed with the new set of pads without further issue.

Manufacturer narrative:
Received 3 used pads of the set of 4 only. Received the left torso pad and both thigh pads only. The right torso pad was not returned. The reported event was confirmed during the functional evaluation flow test; however, the root cause is unknown. During the visual evaluation, the pads were reviewed and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total portion of the clamping rings on the plastic connector and manifold connector. The foam was found free of damages, tears, and perforations. The seal between the manifold connector and pads were found completed sealed. The pads were also noted with sealing presence. However; on the energy connectors, there was damage to the clear plastic connectors on all of the returned pads. During the functional evaluation, the pads were submitted to the flow rate test with an arctic sun machine model 2000 as follows: the pads were connected to the arctic sun machine model 2000 for duration of 10 minutes: * left thigh pad: a total of 2.22 l/min m2 of flow rate were registered during the test due to energy connector damaged, the temperature target was 25°c and the result was 23.65°c. * right thigh pad: a total of 4.14 l/min m2 of flow rate were registered during the test, the temperature target was 25°c and the result was 24.93°c. * left chest pad: a total of 3.41 l/min m2 of flow rate were registered during the test, the temperature target was 25°c and the result was 25.04°c. The flow rates were found out of specifications for the damaged left thigh pad energy connector. All other pads were found to be within specifications. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: attach the pad's line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. (B)(4).

Event description:
It was reported that the pads were not cooling the patient. As a result, therapy was interrupted in order to utilize a new set of pads. Therapy was resumed with the new set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were not cooling the patient. As a result, therapy was interrupted in order to utilize a new set of pads. Therapy was resumed with the new set of pads without further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were not cooling the patient. As a result, therapy was interrupted in order to utilize a new set of pads. Therapy was resumed with the new set of pads without further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were not cooling the patient. As a result, therapy was interrupted in order to utilize a new set of pads. Therapy was resumed with the new set of pads without further issue.